Event description:
It was reported that during an unk procedure, the handpiece received an error 4 overtemperature error prior to the start of a case. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.